Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite with capio slim device was used during a vaginal vault suspension cystocele with mesh repair procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the capio suture broke and came off the uphold leg while being inserted into the patient's left sacrospinous ligament. The suture was reported to be in the patient's body, yet to be confirmed by an x-ray. The procedure was completed with another uphold lite with capio slim. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.